Event description:
It was reported to philips that the frontal ippc was faulty, causing no dual fluoro or reference image on an allura xper fd20/15. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service reinstalled the frontal ippc software, making the system functional but limited. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).